Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1880, mmt-396a. Customer reported insulin flow blocked alarm. Pump passed 5u fill cannula test. No harm requiring medical intervention was reported. No product return is required for mmt-332a. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-396a.

Manufacturer narrative:
P-cap locked in place properly during testing. During occlusion force sensor was not recognizing weight stack. Therefore, unable to perform prime/seating test, basic occlusion test, and displacement test. Failed force sensor test. Occlusion test not performed. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms and verified that on (B)(6) 2024 17:38:53.000 through (B)(6) 2024 18:16:00.000. Proceed it by cutting unit open and perform a visual inspection on connectors and electronic assembly. Per visual inspection all connectors were plugged in properly and no moisture damage was noted on electronic assemblies during visual inspection. However, force sensor zero offset out of spec(2.6mv) that cause occlusion test failure. No physical damage noted during visual inspection. In conclusion, customer concern of no delivery alarms were not confirmed during testing however during force sensor test force, sensor was not recognizing weight stack. Force sensor zero offset was out of spec. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.